Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no damages. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and stretching to a length of 15 mm in a distal direction was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75x16mm promus element drug-eluting stent was advanced but failed to cross the lesion and the stent struts was noted to be deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75x16mm promus element drug-eluting stent was advanced but failed to cross the lesion and the stent struts was noted to be deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.